Manufacturer narrative:
The calibration was acceptable, and the quality control (qc) was within range. The customer stated that for cov2t processing, probe wash 3 (pw3) reagent is not used. Other tests are performed on the equipment and daily maintenance is performed every 24 hours with control processing every 12 hours. A fresh serum sample was used for testing. Sample collection tube manufacturer is vacuette. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens is investigating.

Event description:
A customer obtained a discordant nonreactive (negative) atellica im sars-cov-2 total (cov2t) result on a patient sample. The result was reported to the physician, and was questioned. The sample was repeated on a different atellica im analyzer for the sars-cov-2 total (cov2t) assay and the results were reactive (positive). The patient sample was tested using an alternate method and was positive for iga and igg. A corrected report was provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00207 initial report on 2021-03-30. Additional information - 2021-03-31: siemens concluded the investigation for a discordant non-reactive (negative) atellica im sars-cov-2 total (cov2t) lot 007 result that was not reproducible. When the patient sample was retested on another atellica im analyzer and with an alternate covid igg and iga method, results were reactive (positive). Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the initial non-reactive result, siemens cannot rule out pre-analytical factors or sample specific issue. Based on the information provided, a product non-conformance has not been identified. No further evaluation of the device is required.